Manufacturer narrative:
H10: as the lot number for the devices were not provided, a lot history review could not be performed. The sample was not returned for two malfunctions, therefore the investigation is inconclusive. For one malfunction sample returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for catheter break. Additionally one malfunction was determined to have and also been confirmed for 1562 - material separation, 2889 - deformation due to compressive stress and 2988 - naturally worn. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunction. A review of the reported information indicates that model 9808560 implantable port allegedly experienced break. This reports were received from various source. Three patients were involved with no reported patient injury. One patient is male. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
For the 3 reported complaints, no lot number was provided, therefore, a lot history review could not be performed. Of 3 reported malfunctions one device was returned for evaluation. Based on the sample evaluation the break was identified in catheter. For two malfunctions the investigation will be inconclusive, as there is no device was returned. The definite root cause could not be determined based on the available information. The devices are labelled for single use.

Event description:
This report summarizes three malfunction. A review of the reported information indicates that model 9808560 implantable port allegedly experienced break. This reports were received from various source. Three patients were involved with no reported patient injury. One patient is male. The remaining patients¿ age, weight, and gender were not provided.